Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. Visual inspection revealed a burnt pin# 5 located on ac adapter cable extension at the connector end to ventilator pigtail. The ac adapter was not connected or tested with the service test equipment to avoid further damages. The ac adapter was scrapped and a replacement ac adapter was sent to the customer to resolve the reported issue.

Event description:
It was reported by the customer that the ac adapter was not charging the unit. While in service, visual inspection revealed a burnt pin. This reportable issue was discovered while in service, therefore there was no patient involvement or patient harm associated with this complaint.